Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default there is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ columbia agar with 5% sheep blood catalog number 221263 which is a preamendment device. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 7 bd plate columbia ag 5prct sb 90mm contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: contamination. This plate was not used. Agar in the lid. This plate was used on kiestra."

Event description:
It was reported that while using 7 bd plate columbia ag 5prct sb 90mm contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "contamination. This plate was not used. Agar in the lid. This plate was used on kiestra."

Manufacturer narrative:
H.6. Investigation: this statement is to summarize findings on the recent complaint against columbia agar with 5% sheep blood, catalog number 254071, lot number 1306463. Event description: it was reported that plates were found to be contaminated and media fallen out of their dishes. Complaint history review: complaint history was reviewed and a trend was identified for this product. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: picture sample was provided showing contaminated and fallen out media. The retain samples were reviewed and a deviation was not detected. Evaluation results: this product is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented. In this case, a trend was identified. Currently several cross-functional teams are conducting extensive investigation to reduce the occurrence for such subliminal contaminations. Please be aware that such investigation will take its time. A definite root cause was not identified. Plated media formulations consist of approximately 95% water. Therefore, it is expected that there will be some normal water loss during the storage and usage of the product, resulting in media fallout. The severity of this issue can be further increased by temperature excursions. A definite root cause could not be identified. Bd will continue to monitor incoming complaints for similar defect types. Investigation conclusion: based on the internal investigation, this complaint can be confirmed for contamination and media fallout. Since a trend was identified, a thorough investigation is currently underway. We would suggest to set aside, and not use, any prepared plated media that does not meet the appearance and performance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual). H3 other text : see h.10.